Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented autofeed humidification chamber was returned to fisher & paykel healthcare in (B)(4), and was visually inspected. Our analysis is also based on the information provided by the hospital, and the results of previous investigations on similar complaints. Results: visual inspection revealed a crack on the chamber dome underneath one of the ports. Conclusion: the hospital reported that the subject mr290v chamber was used with a sipap ventilator. This type of ventilator is capable of producing pressures in excess of 80cmh2o. The integrity of the chamber can be affected when pressures exceed 80cmh2o. Every mr290 chamber is pressure tested following the manufacturing process to check for any leaks present in the chamber dome due to cracks and other causes. Any chamber which fails this test is rejected. In addition, the pressure test is followed by a visual inspection of each chamber. The subject mr290v would have met the required specification at the time of production. Moreover, the hospital reported that the damage occurred after a period of use, which suggests that the subject mr290v chamber became damaged after it was released for distribution. Our user instructions that accompany the mr290v vented autofeed humidification chamber state the following: - "do not soak, wash, sterilize, or reuse this product. Avoid contact with chemicals, cleaning agents, or hand sanitizers." - "set appropriate ventilator alarms." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "maximum operating pressure: 8 kpa."

Event description:
A hospital in (B)(6) reported via a distributor that a crack was found around the base plate of an mr290v vented autofeed humidification chamber after six hours of use. No patient consequence was reported.